Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value was 210 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.